Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a 6fr angio-seal device was pinched when the package was opened and would not allow the dilator to pass through. The patient was reported to be in stable condition. The procedure was successful with a second angio-seal device. There were no other devices or equipment being used with the reported product as it was found pre-operative. Additional information received on june 20, 2019. The procedure performed was a left heart catheterization. Hemostasis was achieved with the second angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.